Manufacturer narrative:
(B)(6). Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for needle break-off with the incident lot was observed. Additionally, 10 retained samples from the same lot number were used to draw tubes with horse blood; none of the needles separated from their holders. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while drawing blood from a patient, the needle from a bd vacutainer® eclipse¿ signal¿ blood collection needle with holder broke off. The needle was removed by the user's fingers. No serious injury or medical intervention reported.